Manufacturer narrative:
The customer's address is unknown. Pennsylvania, USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe scale markings were smudged with something black, making them illegible. The following information was provided by the initial reporter: "the scale markings were smudged with unidentified "black stuff."

Event description:
No additional information.

Manufacturer narrative:
One photo was provided to our quality team for investigation. Through visual inspection, it was observed that there was a big spot of most likely ink or grease on the top web and the syringe also had thick spots of residue that was most likely grease covering most of the flange and the tip of the syringe. Potential root cause for the foreign matter outside fluid path defect is associated with the assembly process. It is possible assembly components were over greased during a machine repair or maintenance and the grease inadvertently was transferred to the product. These defects are occurring at an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 2299341. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.